Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of an infuso.r. Pump that was not infusing was confirmed and reproduced during product evaluation. The root cause was due to contact battery spring improperly installed. The battery spring was replaced to fix the reported condition.a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor . Device which failed to infuse without notification to the user. It is unknown when or at what point in the process this condition occurred. There was no patient involvement. No additional information is available at this time.